Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide device was difficult/unable to be back loaded on the guide wire. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 15f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Analysis of the returned device found that there was a portion of the seal valve rim separated and not returned.

Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance with the guide wire was confirmed. The seal valve was pinched between the sheath and there was a portion of the seal valve rim separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported resistance with the guide wire due to the damaged seal valve was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.